Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The DHR could not be completed as a lot or serial number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported during use that mhd6az5 flotrac sensor with vamp adult was used on a patient and the diastolic was in the 20s on the a line but the upper arm cuff diastolic was in the 70 to 80s. The waveform was perfect on the a line and the square wave test was good. They re zeroed and nothing changed so they decided to change out the transducer completely and it matched the nibp cuff right away. There was no patient injury.

Manufacturer narrative:
The mhd6az5 flotac sensor was returned for evaluation. Customer report of pressure reading issue was unable to be confirmed during product evaluation. No visible damage was observed from flotrac unit. Flotrac and dpt sensors of flotrac unit zeroed and sensed pressure accurately on hemosphere monitor. No error message was observed on hemosphere monitor and pressure monitor. Pressure did not show any drift during output drift testing and met specification. There was no defect found. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect since the device failure was not able to be confirmed.